Event description:
It was reported to boston scientific corporation that a wallstent enteral endoprosthesis with unistep delivery system was used during a stenting procedure. According to the complainant, the stent migrated and was retrieved. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. The physician was unable to provide any other information regarding the case. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unk. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.